Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that the device was used during a hand assisted laparoscopic colectomy. The device anvil would pop off when put into range and fired. Handsewn anastomosis was used to complete the case. There was no consequence to the patient.